Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned a single syringe in a pouch labeled for 0.5ml, 31 gauge, 8mm syringes from lot 0076503. The needle shield and hub have been separated from the barrel. The hub has become lodged in the needle shield. There is no damage to the connector at the distal tip of the barrel or to the base of the needle shield. The plunger cap has been removed, but no signs of use were observed. No other defects found. A review of the device history record was completed for batch# 0076503. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of needle hub separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing (holdrege) will be notified of this issue. CAPA# 1630423 has been opened to address this issue.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe when removing the shield. The following information was provided by the initial reporter: "consumer reported that the needle hub separated inside of the shield."